Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Per the arjohuntleigh foreign ssu rep: "transfer from bed to wheelchair. Client lifted above the bed and seated with the spreader bar. Pulled the lift back by its handles, doing this the spreader bar came loose of the arm and the client fell on the ground between the bed and lift and ended on the legs of the lift." The arjohuntleigh foreign ssu rep also reported that the client had suffered a "scrape" on her head, and that the wound needed to be sewn together to close; client also needed to be treated for headaches resulting from the incident.